Manufacturer narrative:
Results: base tubes.

Event description:
It was reported by service report that the base tubes are cracked. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.